Event description:
Pt in or for repairs of left acetabular and pelvic fractures. It was noticed that the pt's urine was pink. The cell saver was in use simultaneous to bank red blood cells being transfused. After a stat transfusion reaction workup was negative, no more blood from the cell saver was infused. Equipment malfunction was suspected. Cell saver taken out of service and sent to clinical engineering for eval. Report on equipment pending. Serial number is available in clinical engineering.